Manufacturer narrative:
Due to character limitation in e1: full event site city : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that during his visit to perform maintenance and install the new d.01 software for cardiosave intra-aortic balloon pump (iabp), the installation was not successfully completed. A 'power-up test fails, code #8' error appeared at startup. There was no patient involved.

Manufacturer narrative:
Updated field: b4, g1, g3, g6, h2, h6 (medical device problem code, component code, investigation findings, investigation conclusion, type of investigation), h11 corrected field: h3.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (medical device problem code, component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected field: d1, d4, h6 (medical device problem code). A getinge field service engineer (fse) reported that while upgrading the unit to a newer software revision, the unit had an error related to the front-end board. The fse replaced the front-end board and executive processor board, updated the software, and put the original front end board and executive processor board back into the unit. The fse completed service and recommended replacing the battery as the battery was soon to be due for replacement. The unit passed all functional and safety tests and was returned to customer.